Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. Upon follow-up, the reporting nurse stated that on (B)(6) 2021 the patient was initially hospitalized with symptoms of weakness, and low blood pressure. During the hospitalization admission, the patient was diagnosed with peritonitis as evidenced by positive pd culture (date obtained unknown) for the organism pantonea agglomerans. Per the nurse, the patient was treated with unknown antibiotics and continued pd treatments manually in the hospital. It was reported that the patient had a subsequent pd culture obtained during this hospital admission (date unknown) which resulted negative for organism growth. While the patient¿s peritonitis resolved; the patient remained hospitalized due to several underlying pre-existing cardiac comorbid conditions, according to the nurse. Subsequently, on (B)(6) 2021, the patient expired from unknown cause. With respect to the reported peritonitis event, the nurse indicated it was not related to any fluid leaks or issues with fresenius device, or product. The nurse reported the patient was not following aseptic technique or washing hands during the pd exchange and attributed the peritonitis to a breach in infection control. Moreover, the nurse stated the patient¿s death is not related to the peritonitis as the infection cleared in the hospital (as evidenced by a negative pd culture during admission). The nurse stated cause of the patient¿s death is unknown. However, the patients underlying cardiac comorbid conditions are suspected to be related to the event. Per the nurse, the esrd death form is not available and no other information will be provided.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/fmc cassette and the patient¿s hospitalization for peritonitis and subsequent death. However, there is no allegation nor any objective evidence that a liberty select cycler/fmc cassette malfunction or product deficiency was associated with the reported events. Peritonitis is a well-documented complication in patients undergoing pd therapy. A breach in aseptic technique during the pd exchange is a common finding and a significant risk factor for peritonitis infection. The patient¿s pd culture yielded growth of the organism pantonea agglomerans which is an organism that frequently colonizes human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to patient breach in aseptic technique and non-adherence to handwashing, as reported by the patient¿s nurse. Moreover, during this hospitalization the patient subsequently expired. There is no allegation, temporal relationship nor any objective evidence that a liberty select cycler/ fmc cassette or any other fresenius product malfunction or product deficiency was associated with this event. The exact cause of the patient¿s death cannot be determined with the information available. Esrd death form is not available. However, the patient had a reported past medical history of several underlying cardiac comorbid conditions which increases mortality risk. The patient¿s comorbid conditions were suspected to be associated with the patient¿s death, according to the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. Upon follow-up, the reporting nurse stated that on (B)(6) 2021 the patient was initially hospitalized with symptoms of weakness, and low blood pressure. During the hospitalization admission, the patient was diagnosed with peritonitis as evidenced by positive pd culture (date obtained unknown) for the organism pantoea agglomerans. Per the nurse, the patient was treated with unknown antibiotics and continued pd treatments manually in the hospital. It was reported that the patient had a subsequent pd culture obtained during this hospital admission (date unknown) which resulted negative for organism growth. While the patient¿s peritonitis resolved; the patient remained hospitalized due to several underlying pre-existing cardiac comorbid conditions, according to the nurse. Subsequently, on (B)(6) 2021, the patient expired from unknown cause. With respect to the reported peritonitis event, the nurse indicated it was not related to any fluid leaks or issues with fresenius device, or product. The nurse reported the patient was not following aseptic technique or washing hands during the pd exchange and attributed the peritonitis to a breach in infection control. Moreover, the nurse stated the patient¿s death is not related to the peritonitis as the infection cleared in the hospital (as evidenced by a negative pd culture during admission). The nurse stated cause of the patient¿s death is unknown. However, the patients underlying cardiac comorbid conditions are suspected to be related to the event. Per the nurse, the esrd death form is not available and no other information will be provided.